Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an extrusion of the electrode array due to an infection and the cul-de-sac closure of the ear canal. The surgeon explanted the device and implanted a new one.

Manufacturer narrative:
Additional information: according to limited information received the device was explanted due to an extrusion of the active electrode array due to an infection. However due to lack of information a root cause for the reported issue cannot be determined. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The explanted device has not been received for investigation yet.

Event description:
The user had an extrusion of the electrode array due to an infection and the cul-de-sac closure of the ear canal. The surgeon explanted the device and implanted a new one.